Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. One-day post-implant, the patient suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR). The physician was asking if the device was sensing the chest compressions. The technical service's consultant received a printout of the episode and concluded that there did not appear to be any artifact related to chest compressions. At the onset of the episode, the device was appropriately sensing. However, the rate of the spontaneous arrhythmia was below the lowest programmed detection rate of 170 bpm. The ventricular tachycardia (vt) degraded into ventricular fibrillation (vf). Undersensing was identified which delayed therapy. The vf was eventually detected and shock therapy was delivered. Post-shock, the rate of the arrhythmia slowed into a more organized vt but the rate was again below the lowest programmed cutoff of 170 bpm. Because of the patient poor cardiac condition, the physician may elect to implant a transvenous defibrillation system. Boston scientific received information from the fcr that the physician had no allegations or complaints against the device. The fcr was not aware of any complications and no device reprogramming was requested. The available evidence suggests that this device remains in-service.